Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and barbed suture was used. The needles were coming off the strand too easily. He described it as similar to ¿pop-offs¿. They tried multiple strands with the same results. They kept one defective strand and sequestered all others with the same lot number for return. Procedure was completed without patient harm. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide how many times this event occurred during this one procedure? 2. Status of product return. Evaluation: the product was returned for evaluation. Four representative unopened samples and one open undispensed and unused sample that pertain to product code were received for analysis. The complaint sample was not received for evaluation. Additionally, a photo was provided, and with the same condition as the received sample. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the condition of the returned samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.